Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte-n¿ autoguard¿ shielded IV catheter "sticks and refuses to advance" in the patient's vein, resulting in "alternative form of glucose maintenance (gastric feeds) and im injections for scheduled antibiotics".

Manufacturer narrative:
Investigation summary: DHR review for lot 8107753. Lot was built and packaged on afa line 5 on 21apr2018 through 22apr2018 and packaged on line10 on 24apr2018 for the quantity of (B)(4). All required challenge, set-up and in process samples including (but not limited to) damaged components, needle tip quality and adapter orientation were performed at various stages of the process per specifications. There were no indications of the alleged defect, as there were no reject activity findings relevant to the alleged defect throughout the build of this lot that would impact upon the quality of the product. Sap (qn) database review. There were no reject activity findings relevant to the alleged defect associated with the lot numbers provided for this incident as no qns were initiated for this lot. No units or photos were provided for observation and/or testing of this incident therefore the alleged defects were not identified or confirmed and a root cause was not established. Without the sample(s) for evaluation and/or testing there was no physical/mechanical evidence to confirm or to support manufacturing process related issues for the defect stated in the pir. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable.

Event description:
It was reported that the bd insyte-n¿ autoguard¿ shielded IV catheter "sticks and refuses to advance" in the patient's vein, resulting in "alternative form of glucose maintenance (gastric feeds) and im injections for scheduled antibiotics".